Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had an order and patients were not crossing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Additional information: section h imdrf annex codes correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model and concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the orders and patients were not crossing over. A technical support specialist (tss) identified the root cause as poor database performance, which was later traced to conflicting customer indexing jobs running on the carefusion coordination engine (cce) databases. The customer removed the indexing job from the cce databases, and iest fixed the issue by restarting the cce database server. The integration engineer (iest) later confirmed that the delays were no longer present after disabling the trinity database maintenance jobs. The system functioned as intended after the tss and iest completed their investigation.

Event description:
It was reported that when using the bd pyxis¿ es server had an order and patients were not crossing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.